Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The partial lead was otheriwse normal.

Event description:
It was reported that the lead had dislodged. The lead was capped and replaced. Patient was in good condition and was not affected by the dislodgement.